Event description:
Consumer called for their family member, they have an issue with accuracy. Comparing with another meter. Analysis run on clark error grid using competitive reading (35) as ref. Point vs. Bd readings (75) yielded data points in the d range of the grid, outside acceptable limits.